Event description:
The patient was seen for device evaluation in 2001. Testing conducted at the center demonstrated their system was no longer functioning. Revision surgery has not yet been scheduled.